Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the non-bsc transvenous right ventricular (rv) lead did oversense t-wave activity, leading to unnecessary therapy and patient hospitalization. Impedance measurements appeared within normal limits, thresholds had not been tested at the time of this initially event information. There was no evidence of lead issue such as noise. R waves which had been 10 millivolts at implant were now in the 2 millivolts. Episodes were a fairly new onset. A defibrillation threshold (dfts) testing was done at 1.5 millivolts, during which was observed some rare undersensing, and minimal drop out. A chest x-ray was done, which revealed no issues. The boston scientific local area sales representative indicated that the patient had some type of bacterial infection or auto immune issue that was possibly related to the presence of the device system, or patient condition. There was discussion about adjusting the pharmacological options for this patient.